Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed intermittent color bars. This occurred during inspection for use, before the patient was in the room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor connection, failed leak test on connector cable. A definitive root cause could not be identified. Based on the results of the investigation, the reportable malfunctions cause: due to poor connection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.